Event description:
The customer reported that a neck flange cracked during pt use. The customer reported that the flange was being held by a trach holder. Info provided to covidien did not confirm if replacement of the tube was required. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The failure mode was confirmed in the received sample. The failure mode is not related to our manufacturing process since there are effective manufacturing controls to detect the reported failure mode. A damage of the magnitude would be detected immediately in the manufacturing process. (B)(4).